Manufacturer narrative:
Final analysis confirmed the report of variable lead impedance. A partial lead was returned for analysis. The lead was bent distal to the suture sleeve tie mark fracturing the inner coil. Scanning electron microscopic evaluation confirmed the fracture. The cause of the reported event was isolated to the fractured inner coil.

Event description:
It was reported that the asymptomatic presented in clinic for follow-up on an unknown date. Upon interrogation, the patient's right ventricular lead exhibited lead impedance variation. No other electrical anomalies were noted. The lead was removed and replaced on (B)(6) 2017. The patient was stable throughout the procedure.